Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Initial troubleshooting was conducted, and the customer was assisted by technical support to reset the pump. After resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.